Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks ago from date manufacturer was made aware.

Event description:
It was reported that an infection was suspected at the ipg site. It was noted that the pocket site was sensitive to touch, painful and had redness. The infection was not device nor procedure related. The patient was placed on antibiotics. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.